Manufacturer narrative:
The serum specimen was centrifuged for 5 minutes at unknown speed. Qc has been within specifications and all system checks have been passing for the past few weeks. A field service engineer (fse) was dispatched: the fse checked all fluid connections and performed a diagnostic testing which met specifications. No hardware issues were noted. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient sample. The original specimen was re-tested and repeated result obtained was 0.07ng/ml. This patient also had 4 plasma tubes drawn along with the serum tube. The plasma specimens gave results in the range of 0.04-0.07ng/ml. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.